Event description:
Customer reported via phone call to have received a no delivery alarm. Customer's blood glucose was 283 mg/dl. While attempting to troubleshoot for no delivery, display screen was frozen and buttons were not responding. Past even was also reported of insulin pump not reading sensor and weak signal was received. Customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with unresponsive buttons due to keypad connector on the lcd board unlocked. No frozen display noted. Unable to perform displacement test, rewind, basic occlusion, occlusion, prime/a33 and no delivery tests. Unable to verify low reservoir alarm or weak sign alarm due to unresponsive buttons. The insulin pump has minor scratched lcd window and cracked reservoir tube lip.